Event description:
It was reported that this lead had a partially retracted helix. The lead remains in service without complication and is being monitored. No adverse patient effects were reported. Additional information was received that this lead was surgically abandoned and returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead had a partially retracted helix. The lead remains in service without complication and is being monitored. No adverse patient effects were reported. Additional information was received that this lead was surgically abandoned and returned and is expected to be analyzed. No additional adverse patient effects were reported.